Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 22ga 1.00in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: a number of products with black spots were discovered. Five products were only collected. Customer will check each product before use.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received five unopened units and seven photographs. Upon inspection of the received units and photos foreign matter was found inside the sealed packages. The matter was located on the bottom web material or the unit. The foreign matter was easily rubbed off the units and has an oily texture. The units were sent for further spectral analysis. The results of the spectral analysis showed the foreign matter likely to be a mixture of the dc360 silicone and ethylene vinyl acetate polymer (eva). Although the reported issue was confirmed as manufacturing related, it is difficult to narrow down exactly where in manufacturing this defect occurred. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. H3 other text : see h.10.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 22ga 1.00in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: a number of products with black spots were discovered. Five products were only collected. Customer will check each product before use.